Manufacturer narrative:
A ge rep evaluated the system and replaced the disk controller pcb. System operates as intended.

Event description:
Customer reported the system won't boot. No pt injury was reported.